Event description:
Reporter indicated that pt was hospitalized in intensive care unit nd on a ventilator following vns implant surgery. It was reported that the patient "was not been able to keep anything down" after implant surgery and that she had been experiencing seizures ever since implant surgery. The pt was reportedly discharged to home on the day of surgery and returned to hospital emergency room the following day due to increased in seizure activity. Stimulation had not yet been initiated at the time of the event, but was initiated one week later.